Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak and inflation issue were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The coronary dilatation catheters (cdc), trek rx instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported leak; however, the inflation issue appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received, indicating that the correct device is a 3.5 x 12 mm nc trek. During preparation, the device was not soaked. Reportedly, the balloon was not seen inflating on fluoroscopy and leakage was noted around the hub area, where the catheter connects to the indeflator. The device was removed from the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a coronary procedure to treat a target lesion in the left main artery, the 4.5 x 12 mm nc trek dilatation catheter was advanced to the target lesion. An attempt was made to inflate the balloon; however, on angiography, the balloon was not seen to be inflating and was removed from the patient anatomy without difficulty. Out of the anatomy, an attempt was made to inflate the balloon and contrast was noted to be leaking at the distal portion of the balloon, where the balloon connects to the catheter. There was no adverse patient effect and no clinically significant delay. No additional information was provided.